Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B09699, b40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain and gestational diabetes. Concurrent conditions included amenorrhea, weight gain, dysuria, kidney stone, blood in urine and uti. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2014 for contraception as well as ascorbic acid;betacarotene;colecalciferol;cupric oxide;cyanocobalamin;folic acid;iron polysaccharide complex;magnesium oxide;nicotinamide;omega-3 fatty acids;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;zinc oxide (vitafol one), diazepam (valium), ferrous sulfate, hydrocodone, ketorolac tromethamine (toradol), loratadine (lortab), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and d&c ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage and abdominal pain had resolved, the depression and anxiety outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: expiration date- (B)(6) 2016, (B)(6) 2016 received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse).bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed received treatment for pain , bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occlude. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, dysmenorrhea. Lot number:b09699, manufacture date: 2013-03, expiration date: 2016-03 . Lot number: b40021, manufacture date: 2013-05, expiration date: 2016-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "physical pain\ pelvic pain, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia)" updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. B09699, b40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain and gestational diabetes. Concurrent conditions included amenorrhea, weight gain, dysuria, kidney stone, blood in urine and uti. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2014 for contraception as well as ascorbic acid;betacarotene;colecalciferol;cupric oxide;cyanocobalamin;folic acid;magnesium oxide;nicotinamide;omega-3 fatty acids;polysaccharide-iron complex;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;zinc oxide (vitafol one), diazepam (valium), ferrous sulfate, hydrocodone, ketorolac tromethamine (toradol), loratadine (lortab), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and d&c ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving, the genital haemorrhage and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: expiration date (B)(6) 2016, (B)(6) 2016 received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse).bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occlude. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, dysmenorrhea. Lot number:b09699 manufacture date: 2013-03 expiration date: 2016-03. Lot number: b40021 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. B09699, b40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain and gestational diabetes. Concurrent conditions included amenorrhea, weight gain, dysuria, kidney stone, blood in urine and uti. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014 for contraception as well as ascorbic acid;betacarotene; cholecalciferol;cupric oxide; cyanocobalamin; folic acid; magnesium oxide; nicotinamide; omega-3 fatty acids; polysaccharide-iron complex; potassium iodide; pyridoxine hydrochloride; riboflavin; thiamine mononitrate; tocopheryl acetate; zinc oxide (vitafol one), diazepam (valium), ferrous sulfate, hydrocodone, ketorolac tromethamine (toradol), loratadine (lortab), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and d&c ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving, the genital haemorrhage and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: expiration date (B)(6) 2016, (B)(6) 2016 received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse).bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: confirmed that the essure device was successfully occlude. Pregnancy test urine on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, dysmenorrhea, dyspareunia, abdominal, pain, gen. Abnormal. Bleed were added. Concomitant drugs & conditions were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.